Manufacturer narrative:
(B)(6). Results: bd received samples and photos from the customer facility for investigation. Bdj confirmed customers' indicated failure mode of improper assembly on 2 returned samples. The photos show the returned samples, and confirm indicated failure mode of incorrect placement of stoppers during manufacturing process. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: root cause is improper placement of stopper during manufacturing assembly process.

Event description:
It was reported that several bd vacutainer® k2edta tubes (13 x 75 mm, 2.0 ml) with conventional stoppers were misaligned, stoppers were placed diagonally. No serious injury, blood to mucous membrane exposure or medical intervention was reported.